Event description:
It was reported that the right atrial (ra) lead exhibited high pacing thresholds. The lead remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: kdr901 implantable pulse generator (ipg) 2005 (B)(6); 5076 implantable pacing lead 2005 (B)(6). (B)(6).